Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported customer complaint was confirmed and replicated. In artemis, the ¿319¿ error was found indicating ¿not present at startup¿ on the usm ¿0x2¿ axis, confirming the fault occurred in the field. The usm was installed onto a patient side cart fixture test platform (pftp) where ¿check all boards¿ was found to be failing on the ¿0x2¿ axis. The axes controller, arm (aca) board was verified to be the source of the fault. The complaint was confirmed based on the failure analysis. The probably root cause is attributed to a component failure of the aca board.

Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, customer encountered a non-recoverable error 319 at startup. System logs confirmed error 319 reported by universal surgical manipulator (usm) 4. The customer performed multiple hard reboots/emergency power offs (epos) on the patient side cart (psc) with no change. The customer needed all four arms and elected to bring in another psc for the procedure. The procedure was aborted without patient involvement.